Event description:
Related manufacturer reference number: 3006705815-2023-07361 related manufacturer reference number: 3006705815-2024-00208. It was reported that the patient received a message on their external device that their ipg was nearing end of life. Additionally, the patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2023, wherein the ipg was replaced, and the leads were revised to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.